Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenertive mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Troubleshooting steps were completed and the lock failed therefore the clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- efaa (establish final arm angle)). There is no indication of a product issue with respect to manufacture, design, or labeling.